Event description:
A patient presented with hyperemesis in 12/2005 at a + e. Two clearview hcg tests were carried out on the same urine sample + results were negative. A second urine specimen also tested negative with clearview hcg. A subsequent serum hcg test established that her hcg level was >10,000miu/ml (170,000miu/ml).